Event description:
Material no.: 320109 batch no.: 8346582 it was reported that during use of the bd ultra fine¿ pen needle two pen needles were found that would not press out insulin during flow check. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: found 2 pen needles that would not press out insulin during flow check.

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) open 8mm, 31g pen needles without the tear drop label or inner shield. Customer states that the pen needles that would not press out insulin during flow check. Both returned pen needles were tested and both were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 320109, batch no.: 8346582. It was reported that during use of the bd ultra fine¿ pen needle two pen needles were found that would not press out insulin during flow check. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: found 2 pen needles that would not press out insulin during flow check.